Event description:
It was reported that during generator change procedure due to normal eri, externalized conductors were observed on the lead trough fluoroscopy. Patient was asymptomatic. The electrical function of the lead had no anomalies. The lead was left implanted and connected to the new ICD. The patient was in stable condition before, during and after the procedure and will continue to be monitored.